Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation with 535cc mentor memorygel breast implants experienced autoimmune reactions post procedure. Fevers, general malaise, decline in mental health, unspecified physical illness, bipolar diagnosis, fibromyalgia, chest pain, rheumatoid arthritis, sinusitis, and suicide thoughts were all reported to be issues beginning after implantation. It was stated that the treatment was unspecified medication. No device issue such as rupture was reported. The devices were explanted on 12/30/2019. See 1645337-2020-00939 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).